Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received : reporters information added, patient dob added, products start date and stop date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted (lot no. C35242) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding, menorrhagia, dysmenorrhea, abdominal bloating, pelvic pain, parity 2, multi gravida and obesity. Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy,lysis of adhesions). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure administration. The reporter commented: discrepant insertion date: (B)(6) 2015 versus (B)(6) 2015 (follow up (B)(6) 2023) 1 visible rings on the right and 3 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.156 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: hysterosalpingogram with fluoroscopy: (B)(6) 2015 indication: essure placement signed informed consent. The essure coils have satisfactory position and demonstrate occlusion. Both proximal coils lie near the cornua within the fallopian tubes. No contrast passes into the region of the coil. Uterus has normal position, configuration, and size. The patient tolerated procedure and there are no immediate complications. Impression: satisfactory occlusion and position, bilaterally. [Pathology test] on (B)(6) 2017: uterus, 81 grams, total hysterectomy: cervix with squamous metaplasia and mild chronic inflammation. Endometrium with a proliferative pattern of growth. Myometrium with a 1cm intramural leiomyoma. Serosa with fibrous adhesions. Fallopian tubes, bilateral salpingectomy: fallopian tubes with a benign hydatid cyst and bilateral essure coils. Negative for epithelial atypia and neoplasm. Clinical history : abnormal uterine bleeding; pelvic pain in female. Gross description: endometrial and endocervical polyps are both absent. Both cornu contain coiled tubules consistent with essure coils. The first examined fallopian tube is a convoluted structure that is 7.5 cm in length with fimbria and up to 0.8 cm in diameter. The tube is unremarkable. The distal lumen contains a portion of essure coil. The second segment of fallopian tube is 6 cm in length with fimbria and 0.7 cm in diameter. A 0.8 cm pedunculated hydatid cyst is present near the fimbriated end with a portion of essure coil again, noted at the distal end. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporters,medical history,lab data,patient information,lot no.,removal date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted (lot no. C35242) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding, menorrhagia, dysmenorrhea, abdominal bloating, pelvic pain, parity 2, multi gravida and obesity. Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy,lysis of adhesions). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure administration. The reporter commented: discrepant insertion date: (B)(6) 2015 versus (B)(6) 2015 (follow up 2-may-2023) 1 visible rings on the right and 3 visible rings on the left discrepant removal date - as per pif (B)(6) 2016 and as per mr (B)(6) 2023 discrepant surgical pathological report - date is (B)(6) 2017 (not captured in structural field) with respect to device removal date (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.156 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: hysterosalpingogram with fluoroscopy: (B)(6) 2015 indication: essure placement signed informed consent. The essure coils have satisfactory position and demonstrate occlusion. Both proximal coils lie near the cornua within the fallopian tubes. No contrast passes into the region of the coil. Uterus has normal position, configuration, and size. The patient tolerated procedure and there are no immediate complications. Impression: satisfactory occlusion and position, bilaterally. [Pathology test] (date unknown): uterus, 81 grams, total hysterectomy: cervix with squamous metaplasia and mild chronic inflammation. Endometrium with a proliferative pattern of growth. Myometrium with a 1cm intramural leiomyoma. Serosa with fibrous adhesions. Fallopian tubes, bilateral salpingectomy: fallopian tubes with a benign hydatid cyst and bilateral essure coils. Negative for epithelial atypia and neoplasm. Clinical history : abnormal uterine bleeding; pelvic pain in female. Gross description: endometrial and endocervical polyps are both absent. Both cornu contain coiled tubules consistent with essure coils. The first examined fallopian tube is a convoluted structure that is 7.5 cm in length with fimbria and up to 0.8 cm in diameter. The tube is unremarkable. The distal lumen contains a portion of essure coil. The second segment of fallopian tube is 6 cm in length with fimbria and 0.7 cm in diameter. A 0.8 cm pedunculated hydatid cyst is present near the fimbriated end with a portion of essure coil again, noted at the distal end batch noc35242 production date2014-03-06 expiration date2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.